Event description:
An adverse event was reported under the study and indicated that the patient experienced a sudden neurological deficit during the index procedure. This adverse event was described as asphasia and other with left hemiparesis. Visual field loss, hemineglect, and hemiataxia and presence of babinski were not documented. The duration of this neurological event was greater than 24 hours but fully resolved with no deficits. However, hospitalization was prolonged, as the patient was discharged seven days later after the index procedure. This event indicated to be unrelated to the study devices but related to the study index procedure.

Manufacturer narrative:
The following additional procedure information was obtained: at the time of the index procedure, the patient was symptomatic. Preprocedure medications were aspirin and clopidogrel. Heparin was administered during the procedure. The target lesion location was ostium of the right internal carotid artery with no lesion thrombosis, and there was no occlusion in contralateral carotid. Reference vessel diameter was 5.17. Target lesion length was 8.1 and diameter stenosis was 62.0. Qualitative lesion calcification was described as severe and vessel tortuosity was severe as well, which was graded by visual inspection. Geometry of target lesion was eccentric and ulcerated. The lesion was predilatation with no resistance to percutaneous transluminal angioplasty. The precise stent was used for treatment and successfully deployed at the target lesion. It was indicated that there was no stent malfunction or stent association with a major adverse event. An angioguard (unknown catalog and lot numbers) distal protection device was used, however, this device was unable to cross the target lesion. Therefore, another angioguard was used. This embolic protection device was deployed prior to stent implantation and retrieved successfully with no technical problems. Upon retrieval of this angioguard device, it was not known if debris was present. Final target lesion percent diameter stenosis was noted as 5. Further information noted that there were no non-study devices (embolic protection or stent) used during this index procedure. Postprocedure and discharge medications were clopidogrel and aspirin. The product is not available for evaluation and testing. However, additional information will be submitted within 30 days upon receipt. This is one of two devices involved with this adverse event, which is associated with mfg report number 9616099-2008-01661.